Manufacturer narrative:
The insulin pump had a motor error alarm during the occlusion test and unable to prime during prime test due to faulty force sensor resistor (gold). The motor passed motor test. The insulin pump was received with scratched lcd window, broken reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 88 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.